Manufacturer narrative:
Evaluation summary one accuview graph was returned for evaluation. The study started at 12:41pm and stopped roughly three minutes later at 12:43pm. The ph signal was above ph 8.0. The recorder stopped recording. The capsule and the recorder was not returned for evaluation therefore further analysis could not be performed.

Event description:
According to the reporter, after an esophageal procedure, the account reviewed the study that was recorded. The study was only one minute long. The patient did not report anything unusual with the recorder. A repeat procedure was required due to the alleged device malfunction. The patient and the user did not experience an injury or harm due to the alleged device malfunction. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.